Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the stored electrocardiograms, post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator. It is unknown if the patient experienced symptoms due to the oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed, but have not been made. No additional information was reported.